Event description:
A physician reported that ophthalmic knives were found to be blunt during surgery. The surgery was completed by using another knife. The patient impact had not been provided. Additional information had been requested but was not available at the time of this report. This is the second of two reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.